Event description:
It was reported that there was a revision of the pulse generator on (B)(6) 2013. It was noted that there was an x-ray and movement of the spinal cord stimulator was diagnosed on (B)(6) 2013. It was noted that impedance measurements were normal on (B)(6) 2013. Etiology was related to the device or therapy and not related to the implant procedure. It was noted that the patient was not getting as good of pain coverage was she used to. It was noted that the event resolved without sequelae on (B)(6) 2013.

Event description:
Additional information received reported an x-ray was performed on (B)(6) 2013, which confirmed the patient's lead had migrated. It was also reported the patient had a loss of therapeutic effectiveness. On (B)(6) 2013, the patient's lead was removed and replaced. It was also noted there was no issue with the patient's neurostimulator, just the lead. The neurostimulator was removed to replace the electrode. The patient's device was reprogrammed on (B)(6) 2015, and the event resolved.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3 888-28, lot # l45886, implanted: (B)(6) 1997, explanted: (B)(6) 2013; product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).